Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted no obvious damage or any issues. Further visual inspection observed a crack running along the top and side of the valve. Functional testing was performed and no leaking was noted. Pressure testing was performed and leaking was observed at the engagement between the attached extension set's valve to the distal luer of the blood set. The root cause of the customer¿s report was identified as due to a crack on the top of one of the received extension set's valves.

Event description:
The customer reported that blood tubing cracked and leaked blood at the connection to the central line during a transfusion. Frequent vital sign monitoring was required while the nurse waited for a new unit of prbc's to arrive from the blood bank. The patient remained stable and a new unit of blood was hung without incident.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.